Event description:
Initial info for this unsolicited serious report was reported by a physician via sales rep and forwarded by local affiliate (local ref number (B)(4)). This case involves a (B)(6) female pt who was administered treatment with poly-l-lactic acid (sculptra) in the hand in the past by another physician (nos). Poly-l-lactic acid treatment details, given dates, batch number and indication were not reported. The pt experienced nodules in the hand 3 years prior to the notification (i.e. In 2009). Two months prior the notification, in (B)(6)-2012 approx, the pt received the saline solution and radiofrequency (B)(4) 2 or 3 times as corrective treatment. However, the adverse event did not improve. According to the physician, the pt's hands are thin. No medical history was provided. The pt has no acute or chronic cutaneous disease. No previous autoimmune disorder. No previous granulomatous disease, recent hormonal changes or tendency towards pathologic scarring. No concomitant medications were reported. Corrective treatment: saline solution and radiofrequency (B)(4) 2 or 3 times. Action taken: unk. Outcome: not recovered. Reporter's causal assesment: suspected. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4), local ptc number (B)(4). Conclusion was pending with complaint sample not available.